Manufacturer narrative:
The product analysis result indicates that there were traces of a residue consistent with biological contaminants and corrosion on the device. Visually, the tip of the bur broke off at the shaft which would have resulted in the reported event. The portion that became detached measured 1.426¿ long. The break configuration showed circular patterns which is consistent with torsional stress. There was minor bend in the shaft near the break which would be anticipated with the location of the break. It was reported that the bur was thin; by design, the shaft diameter is nominally 0.0350¿ which decreases to 0.0240¿ / +-0.0005¿ in the area corresponding the outer tube bend for clearance purposes. The actual measurement of the diameter in area of the break was 0.0240¿ which is within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a bur was bent before use. On follow-up it was reported that the distal tip was broken and there were fragments detached from the device. Immediate replacement was performed as the device was thin. There was no patient impact.